Event description:
It was reported that the battery did not last as long as it should have. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The report is based solely on analysis. This event was previously reported via alternative summary reporting under (B)(4). This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 457445, implantable pacing lead, (B)(6) 2010. (B)(4). Evaluation summary: actual longevity is - 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.